Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hmvf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a device put in for the bladder the week prior to the report. It was noted that the patient was having problems with the implantable neurostimulator (ins), she shut it off, and she needed to have the device taken out. The patient called her doctor¿s office, the doctor was not there, and there was no one to help her. It was noted that the patient also called the office earlier and her phone call was not returned. It was reported that the trial worked fine and with the ins when stimulation was turned on and was ¿all the way up to the top¿ it stimulated, then it stopped and made ¿a big pressure¿ and the patient stated that it was ¿like a big pressure down there.¿ it was unclear what this referred to. The reporter stated that the device was on ¿the highest setting they have¿ and wanted to say it was at 3.5 volts or 4 volts. It was noted that the device goes as high as 10.5 volts. It was reported that it didn¿t matter what setting it was on, it stimulated, then stopped and created a ¿very big terrible pressure.¿ it was reported that the patient didn¿t know how to use the device. Additional information has been requested but was not available as of the date of this report.